Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate results compared to another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method, however this complaint is being reported because when a control solution test was performed the results were not in range. There was no indication that the product caused or contributed to an adverse event.